Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a possible high-pressure excursion phenomenon was observed. The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, an apparent decoupling of the delphin pump head was witnessed, and a blood flow was not increasing as the rpms increased. According to the pump record, the aortic cross-clamp was placed on the aorta at 1032 and at 1035 there was an increase in rpms from 2886 at 1034 to 3096 at 1035; the clinician stated that she increased the rpms to 3500 and saw a decrease in blood flow from 2.5 to 1.8 lpm with a line pressure of 112 mmhg. The pump flow rate and rpms were stable according to the recorded information on the pump record and the post-oxygenator arterial line pressures were normal. The oxygenator inlet pressure was not monitored. According to the pump record the arterial blood flow was never below 2.9 lpm. The clinician stated, "came back up on flow looked good for a while and situation occurred another four times ¿ but it was very intermittent and very subtle, she would go up and down on rpms and then it would be okay for a while." According to the arterial pump log analysis, there were some fluctuations in rpms. The arterial pump was stopped for approximately one minute at 1042 to check coupling of the centrifugal pump disposable to the drive motor which was not a problem. No consequence or impact to patient; product was not changed out; procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 10, 2018. The actual sample was not returned for evaluation. The relevant records of the involved product code / lot number were reviewed as follows. A result of the device performance test by, a pressure drop test during the circulation of bovine blood of hct 35% at 37°c confirmed that the performance value met the factory-specifications, and no anomalies were noted. Review of the device history record and the product release decision control sheet of the involved product code / lot number combination confirmed there were no indications of product-related anomalies or discrepancies in the results. With the absence of the actual sample, it is difficult to determined the definitive root cause of this complaint. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.